Event description:
Over the wire stainless steel greenfield filter found to have fractured and part of one leg (approx 2/3) embolized to right ventricle, likely causing ventricular tachycardia. Pt stabilized and attempt at percutaneous removal made, which was unsuccessful. Pt is being considered for open heart surgery to remove. Remaining part of filter leg is embedded in the spine. Remainder of filter is intact and there is no plan to remove this as risk of caval injury is felt to outweigh any benefit. FDA safety report ID# (B)(4).